Manufacturer narrative:
All buttons functioning properly. No damage or unlocked lcd keypad connector during visual inspection noted. Device display properly and no anomaly noted. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm or prime or fill anomaly noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they experienced high blood glucose level of 400 mg/dl. The customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The customer stated that insulin pump had no delivery alarm and gear was clicking during priming process as well as act button had crack. Troubleshooting was not performed for high blood glucose level. The insulin pump will not be returned for analysis.